Manufacturer narrative:
Resolution was requested from the field. The representative later reported that the physician was still determining whether to continue to monitor this patient or to bring in the patient for further testing. This investigation will be updated should further information be provided.

Manufacturer narrative:
After further review, it was determined that this issue is device rather than a lead issue.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a low shock impedance on this right ventricular lead. No adverse patient effects were reported.